Event description:
The harmonic device was open on the field and was ready to be used. I plugged the instrument and got an error message. I informed the md and we opened a new harmonic, it worked when plugged in. I removed the harmonic from the field and transported it for reporting.